Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that after clearing a message on her receiver, all the sensor glucose readings were cleared from the receiver screen on (B)(6) 2015. Patient did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The receiver passed exterior visual inspection. The receiver passed the global receiver functional test. A review of the receiver data log found a firmware error code err67 deeming this complaint reportable upon completion of the device evaluation on 05/16/2015. The customer complaint was confirmed. The root cause could not be determined.